Event description:
User facility reports an air leak on the arterial line during treatment. Due to potential contamination the blood volume in the extracorporeal circuit was discarded resulting in ebl = 250cc. The complaint sample was discarded at the time of the incident. There was no patient injury or need for medical intervention reported. This MDR is filed for blood loss only.